Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the therapy was continuing to turn off by itself. The patient¿s diary and the data report had the following: patient diary: on (B)(6) 2019: checked with the patient controller and stimulation was turned off mdt file: on (B)(6) 2019 at 7:34am: therapy turned off on this day and time due to low ins recharge level. Patient initiated a recharge session at 5:10pm and charged for a little less than two hours. The file shows that the patient did turn stimulation back on at about 9:59pm on (B)(6). Patient diary: week of (B)(6), checked with the patient controller and stimulation turn off happened twice mdt file: on (B)(6) 2019, 11:30am. Therapy was turned off at this time due to low ins recharge level. The patient then charged from 12:47pm to 2:18pm and turned stimulation back on at 8:48pm. There was no indication that the stimulation turned off twice this day. Patient diary: on (B)(6) 2019: it was on when the patient went to bed and stimulation was off when she checked in the morning with the patient controller. Mdt file: on (B)(6) 2019, 9:29pm. The therapy was turned off due to low charge level. The patient charged between 10:07pm and 11:12pm and turned stimulation back on, on (B)(6) at 6:25am. Patient diary: on (B)(6) 2019: 8:45am charged to then checked at noon, stim off 100% charge mdt file: on (B)(6) 2019: the patient had several recharge sessions during the day. 7:32-8:21am, 10:01-10:44am, 5:48-6:32pm, 9:04-9:20pm, and 9:38-10:07pm according to the data, stimulation had been on since (B)(6) at 6:25am. Patient diary: on (B)(6) 2019: 8pm turned off again 80% mdt file: on (B)(6) 2019, 10am stimulation turned off, battery 80%, did not charge in-between (B)(6) 9:25pm. Therapy turned off due to low battery charge. The patient charged between 9:53pm-11:15pm that night and turned stimulation on again on (B)(6) at 7:01pm. Stimulation was on until therapy was lost due to low implantable neurostimulator charge level on (B)(6) at 5:41am. Patient diary: on (B)(6) 2019: 2:09pm battery 60% mdt file: there were 10 recharge sessions that spanned the dates of (B)(6) to (B)(6) . There were multiple sessions on (B)(6) from 6:17-7:14am, 6:48-7:50pm: charged from 15 to 87% 8:05-8:29pm: charged from 87 to 100% 8:30pm-8:30pm: the session was just seconds long and ins was 98% charged at the time the patient was using high dose therapy and reviewed the need for the patient to turn stimulation back on after the stimulation has been lost due to the implantable neurostimulator becoming discharged. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue didn't occur from (B)(6) 2019 until (B)(6) 2019, when the issue returned. The patient will continue to track the issue. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient met with a manufacturing representative (rep) at the healthcare provider's (hcp)'s office and the rep changed some settings (each leg is now a different setting) which worked for 2 weeks. Pt then said now the last two night the ins had turned off at night again so they had to turn it back on when they woke up.

Event description:
Additional information was received from the rep. The rep reported that they were able to confirm the ins has discharged at this time and the patient recharges but does not turn on after recharging.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins still turning off and the controller losing the date/time remains unknown. The rep however stated that per troubleshooting all things pointed to ins depletion as the possible cause. It was reported that the patient¿s controller had lost date/time again as it hadn¿t been set since they received a new one after contacting patient services for something recently. More patient education was done on (B)(6) 2022 regarding their device/functionality. The rep advised the patient (again) to try and k eep a journal and to take pictures before the recharge session immediately after the recharge session (which was right before they go to bed) and when they wake up in the morning, as they stated it is turning offin the middle of the night. They were advised to keep an eye on date/time of the controller as it was reset to 2011 again. Per all prior troubleshooting and the picture they showed the rep on (B)(6) 2022, all things pointed to ins depletion as the likely cause and therefore no issue/issue resolved. The patient was told to contact the rep if it happened again (with diary and photos). It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that per patient, the ins is still turning off. Caller wanted to know if any logs were analyzed. They discussed attempting to align the usage and recharge information. Per caller, the patient comes w/ the controller stating it has lost it's date and time. Discussed depletion of controller. Patient has taken screen shots of when ins turns off (similar to a diary) but the screen shots do not show time/date. Caller will be meeting w/ patient tomorrow to discuss discharge and ins off status again (per case notes). Suggested it healthcare assist w/ pulling logs from tablet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that data logs were sent to tech services. The patient was going to keep logging if/when the issue happens again. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial (B)(6),product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the ins is turning itself off twice a week for over a year. The patient was asked to connect to implant with controller and controller shows therapy is on, ins 80% and controller 90% charged. The patient was asked to turn therapy on/off and the different information on the controller screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the therapy was still turning off by itself. The patient had been keeping a journal of the issue. Per the diary, 3/11: 10pm checked with the controller and stim was off, week of april 7th: checked with the controller and stim was off, happened twice, 4/12: stim was on when patient went to bed and stim was off when she checked it in the morning, 4/13: 8:45am charged and then checked at noon and stim was off, 100% charged, 4/16: 10am stim turned off, battery was at 80%, 4/16: 8pm turned off again 80% charged, 4/19: 2:09pm battery was 60% charged. The patient also reported that they had to reset the patient programmer the day prior to the report because the screen was blank. The patient removed and reinserted the battery pack. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated patient saw rep ¿next tuesday because the stimulation turned off, for the last 3 weeks now, actually for the last few months 2019). Patient noted she first met rep aware of this issue ¿a few months ago¿. And then called her again on monday to schedule meeting up regarding the issue. Patient noted ¿maybe because the stimulation turned off, patient got more pain, so having controller up to 9 instead of 5 so having to charge twice daily¿. Patient said this issue started ¿about 2 weeks ago¿, confirmed in early (B)(6), and patient had not yet told rep about this issue. It was mentioned patient had more pain and stimulation was turning off. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that 2-3 weeks prior to the call, the patient was travelling and going through security. The controller displayed a message that said that it needed to be reprogrammed and since then the controller was turning the ins on and off. The rep said the device is programmed to hd parameters. When she checks the ins using the controller it displays a message that stimulation is off. The rep was going to follow up with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the stimulation was turning off by itself, not turning on. It was reported that prior to (B)(6) , it was happening every few weeks but now it was more frequent. When the patient was seen in the hcp's office on (B)(6) 2019, it was determined that the patient's device was likely depleted and that was why it turned off. The patient was re-educated on recharging. No further complications are anticipated.